Event description:
It was reported that, during an esophageal stenting procedure, the tip of the device was kinked. There were no patient complications as a result of this event. Additional information has been requested but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review, for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.